Manufacturer narrative:
The power pca is advised to be replaced. The device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's ac power led stays on when unplugged. There was no reported patient involvement/adverse patient impact.